Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth, due to the patient's concern with the product. Healthcare professional, later reported, "physical deformity", "increased in both visual severity. As well as, palpability", "tenderness", "occasional parasthesias" and "nerve twinges". The device remains implanted.